Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a cable failure. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿·do not round the camera cable smaller than the diametral 20cm. Damage may occur. ·when the camera cable is in a round position, do not pull on it and stretch it gradually and straightenly. Doing so can break the camera cable. ·do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. ·do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. ·the endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. ·do not fix the camera cable with a pair. Doing so can break the camera cable. ·do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: date of event, december 2, 2022. It occurred at the beginning of the procedure. There is a loss of the time equivalent to replacing the device. The patient was under general anesthesia. The procedure was completed with a device change.

Event description:
The customer reported to olympus, a bad image quality due to malfunction of the imaging system on the hd 3cmos autoclavable camera head. Upon inspection and testing of the returned unit, no image displayed. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered cable failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.